Event description:
Boston scientific received information that a magnet was used on this implantable cardioverter defibrillator (ICD) during a patient procedure. It was noted when electrocautery was used, that this pacemaker dependant patient had pauses in pacing up to six seconds. It was noted that the episode was stored as a non sustained ventricular tachycardia (nsvt). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.